Event description:
During product evaluation by a service technician, a flo-gard infusion pump was found to have received an f-38 alarm. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced by baxter and this is an ancillary service event. The cause of alarm f-38 was determined to be defective force sensing resistors (fsrs). To correct the condition, the fsrs were replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.